Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2024, it was reported that the pediatric patient experienced a hyperglycemic event while the cgm device was showing an unknown error. The day of the event the patient experienced a headache and eventually lost consciousness. When the parent checked the dexcom device, there was no cgm reading showing, but it was showing an unknown error. The parent took a fingerstick and the blood glucose reading was high. The parent called an ambulance, and the patient was brought to the hospital. At the hospital, the patient was admitted into the ICU and the blood glucose reading was 826 mg/dl once tested. The cgm device was still showing an unknown error at that moment. The patient was treated with intravenous fluids and insulin. The patient regained consciousness on the same day, but the parent did not remember how many hours the patient was unconscious. The patient was discharged 6 days after the event date, and at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise under an hour. The device functioned within specifications. No additional patient or event information is available.